Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced three infusion set cannula was bent on (B)(6) 2026, on (B)(6) 2026 and on (B)(6) 2026 which led to high blood glucose. The blood glucose level was (B)(6) at the time of event.